Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving infumorph (10 mg/ml at 0. 480 mg/day) via an implanted pump. It was reported the patient had pump replacement today (B)(6) 2020. The patient stated in pre-op that their pump had been empty for approximately 3-6 months. The existing pump was still running at pre-programmed rate of 5.4 mg/day of 10mg/ml morphine. Physician performed catheter dye study in surgery today which showed catheter was flowing properly. It was noted there were suspected motor issues, due to the pump being empty for extended period of time. Physician replaced catheter connector with new 8578 and replaced the pump. New pump filled with 10mg/ml morphine at time of surgery. It was also noted the patient had been in a car accident months ago but it was unclear as to it was related to pump performance. The issue was resolved after replacement.